Manufacturer narrative:
(B)(4). According to the field service technician the customer found that the pump was clotted off, they were not anticoagulated. He found out when they went to wash it out after the change out and it was not moving. He threw it out because it was full of clot and could not be cleaned. No further investigation possible as the disposable circuit was not available by the hospital; therefore a manufacturer laboratory investigation of the product is not possible. Based on these results and the information available at this time, the pls set in question operated within maquet cardiopulmonary specifications. Based on the information available to the manufacturer at this time a malfunction of the device in question cannot be confirmed. Therefore no root-cause for the experienced event could be determined. Non-device related factors might have contributed to the event. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
Ref.: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"Hospital stated that pump was making a weired noise, the part has been changed out during patient treatment." No known consequences to the patient. (B)(4).